Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber tip was broken and the distal end was not returned. It is probable that there was excessive manipulation of fiber during the procedure, resulting in the observed damages to the fiber, including the tip detachment. Thus, confirming the reported allegations of the aiming beam not showing as usual. According to the device instructions for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Before beginning with the surgical procedure, the accustat should be checked for damage during shipment. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. Do not probe or attempt to retract tissue with the accustat. To do so may result in fiber breakage. Based on analysis results, the interaction between the user and device caused or contributed to the identified break.

Event description:
It was reported that while trying to test fire, the laser aiming beam was very high up and not showing through the tip as usual. A second fiber was used to complete the procedure with no clinical consequences to the patient. The fiber was returned for analysis and the testing conducted identified the fiber being broken, and the distal end was not returned